Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial signals resulting in inappropriately stored non-sustained ventricular tachycardia episodes and pacing inhibition. (B)(6) technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).